Event description:
It was reported that the customer passed away in a hospital. The caller stated that the customer was involved in an automobile accident on (B)(6) 2015. He was taken to the emergency room for evaluation, cat scan was performed, during which a brain tumor was discovered. MRI was ordered, the scan was read during the weekend, and on (B)(6) 2015, an emergency surgery was performed. The customer also had fluid in the ventricles which increased and didn't know the severity of the tumor. He had hydrocephalus. The death certificate stated natural causes as the cause of death. The customer was not wearing the insulin pump at the time of death; it was disconnected on (B)(6) 2015, prior to the surgery, and remained disconnected until passing. He was placed into comfort care until passing. The customer's blood glucose, at the time of death, was unknown. The customer did not use sensors. The caller noted that the customer had high blood pressure. The caller agreed to return the insulin pump for analysis

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No data was listed for the date of (B)(6) 2015.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.